Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture, granuloma, lymphadenopathy, and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿representation of a lymph node with the presence of giant multinucleated cells in relation to refringent material is observed¿, ¿granulomas of cells and giant multinucleated cells surrounding foreign material¿, capsular contracture baker grade IV, ¿findings compatible with silicone lymphadenitis¿, ¿a thin layer of periprosthetic fluid is identified bilaterally¿

Event description:
Patient reported "mammary encapsulation, conditioning breast deformity and adhesion to the pectoris muscle. Medical history with severe pain" and capsular contracture baker grade IV for the left side device. Patient additionally reported "lymphatic ganglion fragments with granulomas of cells and giant multinucleated cells surrounding foreign material with some refringence with an appearance compatible with silicone", "a thin layer of periprosthetic fluid is identified bilaterally", silicone lymphadenitis" via MRI and pathology report. The device has been explanted.

Event description:
Patient reported "mammary encapsulation, conditioning breast deformity and adhesion to the pectoris muscle. Medical history with severe pain" and capsular contracture baker grade IV for the left side device. Patient additionally reported "lymphatic ganglion fragments with granulomas of cells and giant multinucleated cells surrounding foreign material with some refringence with an appearance compatible with silicone", "a thin layer of periprosthetic fluid is identified bilaterally", silicone lymphadenitis" via MRI and pathology report. The device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Granuloma: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.